Manufacturer narrative:
The customer reported an employee using the extraction reagent on the patient swab prior to collecting a sample from a student with the binaxnow covid-19 ag card test kit. The student complained of a bad taste in their mouth after testing. Technical service provided the safety data sheet to the customer for reference. Upon additional communication the customer confirmed receipt of the safety data sheet and that the student did not suffer additional negative effects. According to the package insert in195000 v2.0: 21. The extraction reagent packaged in this kit contains saline, detergents and preservatives that will inactivate cells and virus particles. Samples eluted in this solution are not suitable for culture.

Manufacturer narrative:
Investigation still in progress will provide supplemental report when available.

Event description:
The customer reported a bad taste in childs mouth with the binax now covid-19 ag assay performed on (B)(6) 2021 on a direct tested nasal kitted swab. The nasal swab was used incorrectly by customer. Reagent went up patients nose. The customer confirmed there was no patient harm due to test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. Due to the ingredients of the reagent and the sensitive nature of the nose, there is moderate risk of serious injury to the nose. Therefore, the incident shall be considered reportable.